Event description:
The customer called to report a frozen screen and the buttons not responding. The reported blood glucose reading was 580 mg/dl. Troubleshooting was performed and the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen screen and blank display due to corrosion inside the battery tube. No moisture damage was found on the keypad trace or electronic assembly.